Event description:
A provider reported that an end user was driving his powerchair when he was struck by a car resulting in injuries.

Manufacturer narrative:
The device is not being returned to pride, because it is not a product problem. The dealer is providing a quote to an insurance carrier for the replacement of the powerchair. The q600 powerchair did not cause or contribute to the circumstances of this event; it is being reported due to the injuries sustained by the user.